Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that "on the packaging stands 8.5mm, in the packaging is the product with 8mm." There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the package of the returned sample was labeled a size 8.5; however, the tube inside the packaging was actually a size 8.0. Based on the visual exam, the reported complaint was confirmed. The package label size and the tube inner diameter size are not the same. The wrong size of the packaged product was most likely due to a breach of line clearance during the rework or packaging process. As a containment action, training has been conducted to all operators to create awareness and emphasize the importance of line clearance during the reworking and packaging process. A CAPA was opened to address the issue.

Event description:
Customer complaint alleges that" on the packaging stands 8.5mm, in the packaging is the product with 8mm." There was no patient involvement reported.